Manufacturer narrative:
No button error alarm noted. Act button did not respond due to corroded keypad trace. No moisture damage on electronics noted. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump alarmed button error. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan customer's blood glucose level was 90 mg/dl at time of reporting. Nothing further reported.